Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) and r wave oversensing. Programming changes were made. The patient's condition is unknown.